Manufacturer narrative:
Combination product: yes.

Event description:
Slight rise in shock impedance over the last few months from around 70 to 100 ohms. Further evaluation with isometrics recommended. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.